Manufacturer narrative:
The patient's meter and test strips were returned for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.2 inr; donor 2 inr: 2.9 inr. Donor 1 hct: 43 %; donor 2 hct: 37 %. Testing results: donor #1: master lot: 2.2 inr, customer strip and meter: 2.2 inr. Donor #2: master lot: 2.9 inr. Customer strip and meter: 2.8 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
(B)(4)

Event description:
The patient stated that they received erroneous results when testing with coaguchek xs meter serial number (B)(4) on (B)(6) 2017. At 10:19 a.m., a sample from the patient was tested on the meter, resulting as 6.9 inr. At 11:23 a.m., a sample from the patient was tested on the meter, resulting as 3.0 inr. The meter results were not believed to be correct. The patient waited for about an hour and then re-tested. The patient reported both meter results to the independent diagnostic testing facility and was waiting for the doctor's office to call. The patient was stable, with no symptoms. Upon review of the meter memory, a result of 3.2 inr was observed at 02:46 p.m. On (B)(6) 2017. No adverse events were alleged . No treatment was provided to the patient and no changes were made to medication based on the meter results. The patient's therapeutic range is 2.0 - 3.0 inr. The patient is tested every two weeks. The meter had not been cleaned. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient is not on heparin or direct thrombin inhibitors. The patient received no prior changes to warfarin medication. Two weeks prior to (B)(6) 2017, the patient was in therapeutic range at 2.8 inr. The patient has had no medication changes, no illnesses, and no dietary changes. The patient does not have a special diet. The patient did not have high inr symptoms. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 216748-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. Upon review of the meter memory, the following discrepancies were observed: on (B)(6) 2013 at 07:31, there is a result of 3.6 inr. On (B)(6) 2013 at 07:38, there is a result of 6.0 inr. On (B)(6) 2013 at 07:44, there is a result of 3.9 inr.